Event description:
It was reported that the device experienced a power on reset (por). The device was later explanted and replaced due to elective replacement indicators (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. There was a ram chip memory error noted. Performance data was collected from the device and we have analyzed the data. 1 - por for critical ram parity error, on (B)(4) 2011 01:54:39, addr=28ae, data=6c. 1 - patient alert for por on (B)(4) 2011 01:54:39.

Event description:
It was reported that the device experienced a power on reset (por). The device is still in use. No patient complications have been reported as a result of this event.